Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. The procedure treated the 90% stenosed target lesion located in the mildly calcified right coronary artery. There was no vessel tortuousity. After pre-dilation, a 3.0x20mm promus element plus stent was advanced for treatment and deployed at 8 atms, but the physician noted that the balloon stuck a little to the stent at deployment. There were no stent deployment or positioning issues and the stent was reported to be well expanded and well apposed. Post dilation was performed. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).